Event description:
Caller reported an occlusion alarm, with recurring occlusions experienced over the past two months. There was no information available about the impact on blood glucose levels. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.